Event description:
It was reported that the right atrial lead exhibited an impedance issue and was crushed by the clavicle. The lead was explanted and replaced and no further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.